Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: monitor complaints through post market surveillance sep-419.

Event description:
It was reported that the hudson adapter is stripped.